Event description:
It was reported that a patient presented to clinic for follow up with symptomatic bradycardia. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: h6 - updated type of investigation, investigation findings, and investigation conclusions codes for non-device return.

Manufacturer narrative:
Correction: b3 - date of event should have been (B)(6) 2022 and was not previously reported.